Event description:
Procedure type: liver resection. According to the reporter: during the procedure, the device handle was loaded and fired three times. Twice with 30mm 2.5 roticulating loading units and one 45mm 3.5 roticulating loading unit. Second firing of the 30mm 2.5 vascular cartridge was used across the right hepatic vein. The stapler was closed down on the tissue and held for a few seconds for compression. The stapler was fired smoothly and the surgeon did not notice any irregular sensation or noise from the instrument. Approx 10 minutes after stapling the hepatic vein, the vessel opened up along the staple line. The surgeons controlled the bleeding and hand sewed the vessel. After bleeding was controlled, blood loss is 1 to 1.5l and pt was transfused 2 units of blood. The surgeon noticed staples on the vessel were formed on either end of the staple line but no staples remained in the middle of the staple line. The surgeon noticed extraneous b shaped staples in the pt's abdomen. The surgery was extended by 45 minutes.

Manufacturer narrative:
(B)(4).